Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) procedure the patient experienced lens rotation not associated to a low vault. Lens was repositioned but that did not resolved the problem. The lens was then explanted. Cause was reported as other, "icl lens sizing, 13.2mm instead of 12.6mm.